Manufacturer narrative:
The elab found the sound pressure level was within specs. The tone may have been affected as an improper bonding issue was found.

Event description:
The customer alleged that the tone of the audible alarm sounded different than the other 7200 series vents in their facility. The customer support engineer inspected the device and replaced the audible alarm assembly. The unit passed extended self testing. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.